Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A director of nursing reported an intraocular lens (iol) that had 5-6 intralenticular vacuoles in optic periphery. The lens remains implanted in the patient's eye. There has been no reported patient harm. Additional information has been requested.